Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks; the connector appears in good condition; the fiber passed the connector test. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint ¿connexion error¿ could not be confirmed; glass cap distal fracture is observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 182,345 joules of use and 28:06 minutes while using the surgical fiber during a prostate procedure, a fiber connection error was received and the connection was observed to be loose. The procedure was stopped / completed. There was no injury to patient reported.